Manufacturer narrative:
Immucor technical support used a remote electronic connection method on 06aug2017 to assess the instrument test well images in question, which appeared negative. An immucor field service engineer (fse) visited the customer site 08aug2017 to assess the testing instrument in question, and determined that the instrument was operating as expected.

Event description:
On 06aug2017, a customer site, reported an unexpectedly negative antibody screen when tested on a galileo neo instrument, when tested on (B)(6) 2017.